Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified piping on the steam line had corroded at the elbow. Steam had leaked from the unit and condensation ran down onto the control board and cabling. The control board was damaged and the cable insulation overheated from the water causing the cable to melt. Steam condensed and formed water on the floor. While the fire alarm sounded, no evacuations occurred. The technician replaced the piping, cable, and damaged controls, tested the unit, and confirmed it to be operating according to specification.

Event description:
The user facility reported their sterilizer was leaking steam. No injuries or procedural delays or cancellations were reported. No report of smoke and no evacuations occurred.